Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a chemo leak with tubing at the top of the pump segment between the blue ¿hat¿ and that softer segment. There were 3 chemo ¿spills¿ this week due to cracks in this area and a break in the y-site on our standard IV tubing. This is file 3 of 3.

Manufacturer narrative:
Correction to initial report the suspect set was not returned for investigation, the customer returned one new unopened primary set model 10010454 lot 19066715. The customer¿s report of a leak at the top of the pump segment between the upper fitment and pump segment was not confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during initial visual inspection. Functional testing of priming, infusion and pressure testing did not observe any anomalies with the received set. The customer did not send in the suspect set this event took place on. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that there was a chemo leak with tubing at the top of the pump segment between the blue ¿hat¿ and that softer segment. There were 3 chemo ¿spills¿ this week due to cracks in this area and a break in the y-site on our standard IV tubing. This is file 3 of 3.